Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter plus an unidentified guide wire still inside the wire lumen. The returned condition of the device was consistent with the reported information. Device soaked in a heated waterbath for 2 days due to solidified contrast material. The balloon was loosely folded with powdered contrast inside the balloon. The returned wire was separated from the catheter after soaking, and microscopic inspection found damage (coating flaking off) at 42.5cm to 44.5cm from the distal tip of the wire. Microscopic inspection found no irregularities or defects on the balloon and markerbands. Microscopic inspection found no irregularities or defects on the proximal bond and tip. Microscopic and tactile inspection revealed numerous kinks in the hypotube and a longitudinal perforation on the outer shaft, located 28 cm proximal of the port/exit notch. The inner diameter (ID) of the wire lumen was measured at both ends and was within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. The balloon was inflated at 20 atmospheres, however, the inflation lumen was flattened and the guide wire became unable to be removed. The device and the guide wire were then removed together and the procedure was completed. No patient complications were reported and the patient's status was good.